Event description:
When bringing a pt out of anesthesia at the end of a case, the doctor reportedly noted that when the flow of oxygen was increased, the flow of nitrous oxide also increased. When the flow of nitrous oxide was decreased, the flow of oxygen also reportedly decreased. There was no reported pt injury.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.